Manufacturer narrative:
It is indicated that the device will not be returned to the manufacturer for evaluation. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported that during the procedure the radiofrequency energy delivery could not be stopped by using the maestro 4000 controller foot pedal. The rf energy was stopped by using the manual switch present on the console. The procedure was successfully completed and no patient complications occurred.

Event description:
It was reported that during the procedure the radiofrequency energy delivery could not be stopped by using the maestro 4000 controller foot pedal. The rf energy was stopped by using the manual switch present on the console. The procedure was successfully completed and no patient complications occurred.

Manufacturer narrative:
The device was returned for analysis. There was no visual damage noted to the device during incoming service inspection. During investigation which included post (power on self test), power output and zsense test using src footswitch test fixture at ambient and/or environmental stress test (low and high temperature, and high and low line voltage and vibration), while flexing the footswitch cable. Additional radiofrequency (rf) activation and deactivation was performed using footswitch and/or rf power control button on rfg and/or remote, with no problem found. This device passed all performance criteria of its final test (the rf delivery stops when the footswitch was released, and it started if the footswitch was pressed and held). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.